Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. An attempted inquiry of the pump failed. The error coeds could not be confirmed. The pump could not be programmed in this unresponsive state. An analysis of the pump's components confirmed and issue with the module. The module failed testing for three various failures. The cause for the failures were found to be within the reset circuit. The root cause for the pump failure is due to bad components or paths on the module reset circuit. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Nurse contacted technical solutions in order to report that a prometra ii pump displaying error codes 100 and 104. Nurse reported that they attempted to inquire, and program emergency pump stops using two different programmers and was unsuccessful. At each attempt the message "pump communication failed" was displayed on the clinician programmer. Nurse also reported that the initial and final inquires from the last refill appointment display the battery status as "low". The patient experienced a lack of pain relief, and the pump was later explanted and replaced.